Manufacturer narrative:
Physio-control replaced the device's power module. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed power module and determined that the cause of the power issue was due to shorted components on the eos.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue of the device not powering on with ac or battery power. The device was still able to power on using battery power, but was unable to power on using ac power. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.